Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors contributed to the event. The patient was noted to be (B)(6) year old. Per the device¿s instructions for use, clinical data that establish the safety and efficacy of the bioprosthesis for use in patients under the age of 20 are not available; therefore, careful consideration of its use in younger patients is recommended. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
It was reported that a 23mm valve implanted in pulmonary position was disabled via a valve-in-valve procedure after an implant duration of 9 months due to thrombus and severe insufficiency. A 26mm transcatheter valve was implanted. Patient was discharged home on pod #1.